Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery is not working was confirmed. The battery does not charge, and the unit shuts off abruptly when disconnected from ac power. The root cause is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery will not hold a charge. 10/17/2022 evaluation found system to shutdown abruptly when unplugged from ac power.